Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 46-51 mg/dl were recorded by continuous glucose monitor (cgm) from 8:27:23 am to 8:32:23 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:27:23 am. On (B)(6) 2020, user made a bolus request of size 1.75 units, approximately 4 hours prior to the low bg. A total of 6.1 units of basal were delivered on (B)(6) 2020 by 8:00:34 am, approximately 27 minutes before the low bg. It is possible the user¿s personal profile settings need adjustment. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 12:42:23 pm to 1:12:23 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:42:23 pm. On (B)(6)2020, user made a bolus request of size 2.73 units, approximately 2 hours prior to the low bg. A total of 10.8 units of basal were delivered on (B)(6) 2020 by 12:40:35 pm, approximately 2 minutes before the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.